Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
Continued h.6 health effect - impact code f2230. Additional, changed, and/or corrected data: b5, b.6, d.6b, d9, g1, h3, h6.

Event description:
Additionally, healthcare professional reported implant exchange from textured to smooth implants due to the "patient's concern with the product". Device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified, deformation, white particles on the shell, and the weight the device within specification. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported a right-side capsular contracture, baker grade IV. Additionally, healthcare professional reported implant exchange from textured to smooth implants due to the "patient's concern with the product". Device has been explanted.